Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, on the very first firing of the reload, the handle stopped firing a quarter of the way and would not fire any more. The knife blade was retracted and reload removed from the tissue with no tissue loss or damage. Another reload and handle was used to continue firing from the partial staple line with no patient issues.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one powered handle, one adapter and one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Pmvs visual inspection noted no abnormalities for the adapter and the handle. Pmvs visual inspection of the reload noted that it was partially fired and the anvil clamping mechanism was deformed. Pmvs functional evaluation noted that the handle and the adapter tested satisfactorily. Pmvs functional evaluation noted that the reload fired satisfactorily. A review of the device history record indicates these devices lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.